Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse confirmed the complaint verbally over the phone by having the customer read the errors from the error log. The fse was not able to reproduce the problem. The issue was resolved over the phone by instructing the customer to clean the sample nozzle. The customer then reported that the qc results passed and were within published ranges. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 13may2018 through aware date 13jun2019. There were no other similar complaints identified during the review period. The aia-2000 operator's manual under appendix 4: error messages states the following: interference of dispensing nozzle z-axis of main arm cause: there is a possibility that the dispensing nozzle was interfered with an obstacle such as cap of primary tube. The measurement result will be flagged with the ss flag. Or a command or adjustment value (p05, 191-210) was given for movement beyond the maximum movable distance of the main arm z-axis in the maintenance operation. Solution: remove an obstacle such as cap of primary tube, if any. The probable cause of the reported event was due to a dirty sample nozzle.

Event description:
A customer reported getting error message intermittent 4224 interference of dispensing nozzle z-axis of main arm on the aia-2000 instrument. The customer also reported out of range low quality controls (qc) and poor precision and stopped reporting patient results, including critical ipth assay. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.